Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a meniscal repair, the q-fix anchor did not deploy after turning the knot. Surgery was completed with a smith and nephew back-up device. No void hole was left. There was a surgical delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on: b5 & h6 (clinical code & impact code).

Event description:
It was reported that, during a meniscal repair, the q-fix anchor did not deploy after turning the knot. Surgery was completed with a smith and nephew back-up device in an additional bone hole. There was a surgical delay greater than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still in the insertion tube. The insertion tube is bent at the distal end and shows signs of being in contact with another instrument. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The cleat is not extended outside the handle. A functional evaluation showed the driver can no longer be used to advance the anchor. The ratchet will not lock and can fully extend the cleat down and back up without moving the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (contact with sharp objects or an impact event to the device inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.